Event description:
It was reported that during a coronary stenting treatment procedure, a stent dislodgement occurred. The 90% stenosed target lesion was located in the severely tortuous and calcified distal right coronary artery (rca). The lesion was predilated with an unknown balloon. The 4.00x20mm liberte monorail coronary stent delivery system (sds) was advanced to the lesion, but was unable to cross the lesion. The physician attempted to pull the stent back into the guide catheter, but the stent got caught on the tip of the guide catheter. The physician forcibly removed the device from the patient and it was noticed that the stent was missing from the sds. The dislodged stent was successfully retrieved from the ostium of the rca with a snare. The procedure was completed with another of the same device with no additional patient complications reported.